Event description:
It was reported by service report that the fowler won't lay flat. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Actuator drive tube out of adjustment. CPR release cables loose.